Event description:
The user facility reported that during a patient procedure the electrical grounding of the 3085sp table set off the operating room electrical alarms. No injury, delay in procedure or cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and was unable to duplicate the reported event. The technician removed and inspected the power supply, cleaned the connections and observed that the positive battery terminal showed signs of melting which may have caused an internal electrical short. The technician replaced the battery, tested the table successfully and returned it to service; no further issues have been reported. The table subject of the reported event is under steris service contract and was last serviced during a routine preventive maintenance visit on (B)(6) 2012 where the table was found to be operating properly, including the battery charging system.